Event description:
Customer reported that the low threshold suspend was activated when the blood glucose was not low. He stated that when the blood glucose reading was 120 mg/dl, the sensor reading was 48 mg/dl. The blood glucose reading at the time of the report was over 300 mg/dl and the sensor reading was 40 mg/dl. He stated that he had not given himself the correct amount of insulin. Customer was unable to troubleshoot for these issues. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.